Event description:
It was reported that the 9600 system had an iris pot error code message displayed. No pt injury was reported.

Manufacturer narrative:
The reported service call was cancelled by the customer. A follow up report will be filed when add'l details become available.